Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. Customer was instructed to call back if any additional issues arise, and they acknowledged and understood the guidance provided.